Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin which resulted in hypoglycemia. The caller reported that at 5:00pm the customer was sleeping and lost consciousness during this time. The wife tested the customer's blood glucose and received a result of 31 mg/dl on his active system. The wife immediately put honey inside the customer's mouth to raise his blood glucose levels and called for an ambulance. The wife re-tested the customer's blood glucose and obtained a result of 100 mg/dl, the timeframe was unknown. When the emt's arrived, they tested the customer's blood glucose and stated that it had normalized, the blood glucose result obtained was unknown. The emt's did not provide any further treatment. The customer recovered at home and was not transferred to the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.